Event description:
The facility reported a failed delivery during biomed testing. It was reported that the device was set-up to infuse 20ml, but only delivered 18.5ml. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.